Manufacturer narrative:
The device was received in backup mode with battery level within the normal range. Analysis of the device image indicated that backup occurred due to reset errors within the xena integrated circuit (ic). Further testing was performed, including cold temperature soak to stress the device, and back up condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity. A device longevity assessment was also performed and found to be within expected range. The reported event of backup mode was confirmed.

Event description:
Prior to the implant procedure, the device was interrogated, and backup mode was noted. A new device was used to complete the procedure, and the patient was stable with no consequences.